Event description:
The pt underwent a diagnostic cardiac catheterization prior to implantation of a permanent pacemaker. The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. When deploying the device, the needles did not present at the hub. Needle backdown was unsuccessful. The pt was taken to surgery for device removal and closure of the arteriotomy. The pt recovered without incident.